Manufacturer narrative:
The customer contacted the ge healthcare distributor for technical support. A proposal for replacement of the on/off switch was issued but not accepted at this time. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Date of device manufacture was unavailable at time of MDR filing.

Event description:
The hospital reported that the on/off switch is not working properly potentially causing a loss of mechanical ventilation. There was no report of patient involvement.